Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited whitish foreign material found inside the air/water-tube and the air/water-cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with the specifications. It was considered that the foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to scratched switch 1 and dented biopsy channel. Based on the results of the investigation, olympus confirmed foreign material adhered/clogged in air/water-cylinder and air/water-channel, but could not identify the material or specify the root cause. It was confirmed that the reprocessing steps at the material residue point were deviated from the instruction manual. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.